Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Country is (B)(6). The field service engineer replaced the transformer on the core mobile system at the customer site. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that after a coronary angiogram, the patient was fully heparinized in preparation for a pressure wire guided pci. A guide catheter was inserted into the patient and during the procedure, the manufacturer's system unexpectedly shut down and was not able to re-start again. The physician felt it was safe to abort the procedure and reschedule at a later date. No patient injury occurred. This adverse event is being reported because the patient was fully heparinized and a guide catheter was already inserted, but unable to complete the procedure. This resulted in a delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Country is (B)(6). The field service engineer replaced the transformer on the core mobile system at the customer site. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that after a coronary angiogram, the patient was fully heparinized in preparation for a pressure wire guided pci. A guide catheter was inserted into the patient and during the procedure, the manufacturer's system unexpectedly shut down and was not able to re-start again. The physician felt it was safe to abort the procedure and reschedule at a later date. No patient injury occurred. This adverse event is being reported because the patient was fully heparinized and a guide catheter was already inserted, but unable to complete the procedure. This resulted in a delay of the procedure.

Manufacturer narrative:
Blocks d and g: street address was updated to (B)(6). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.